Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a non-penumbra sheath, and a stent retriever. During the procedure, the physician placed the red62 in the vessel and then advanced the velocity through the red62. Next, a stent retriever was advanced through the velocity and was deployed in the target location. Then, while removing the velocity out from the red62, the physician experienced resistance. After successfully removing the entire velocity out from the red62, the physician noticed the midshaft of the velocity was fractured. The physician was able to successfully remove the clot using the stent retriever and the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the device was fractured on its mid shaft. If the velocity is retracted against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of the resistance could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.